Event description:
It was reported that the subject device had no image. This issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
It was reported that the subject device had no image. This issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective circuit board (cp board) and dust found inside the equipment. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image from all output ports due to defective cp board. Additionally other probable causes such as damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.